Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch basic original meter was reading inaccurately erratic. A pt reported blood glucose results of 110 mg/dl, 120 mg/dl and 135 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceeds the expected value of <= 20% and/or <= 20 mg/dl. No actions were taken following the use of the reported meter that would affect the blood glucose level; however, the pt described developing a rash on his leg, "rectal running, and feeling sluggish." The pt reported that he contacted a medical professional for advise; however, no further treatment was received. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked the pt through two consecutive check strip tests and both fell below the specified range. No further quality control testing was performed. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.